Event description:
It was reported that the device will turn on with battery power, but it will not charge the battery. The unit then shuts down due to the low battery. Also, the device will not power on if the battery is removed. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.